Event description:
The patient was undergoing a coil embolization procedure in the pericallosal artery using a penumbra smart coil (smart coil), a penumbra smart coil detachment handle (handle), and a non-penumbra microcatheter. During the procedure, the physician advanced the smart coil in the target vessel using the microcatheter and attempted to detach it using the handle; however, the smart coil failed to detach. The physician then attempted to manually detach the smart coil; however, it would not detach. Therefore, the physician retracted the microcatheter down to the internal carotid artery. Next, the physician began to retract the smart coil; however, the smart coil unintentionally detached with part of the smart coil no longer in the aneurysm sac. Therefore, the physician advanced the microcatheter forward to meet the detached smart coil and successfully pushed the remaining part of the smart coil back into the aneurysm sac using the microcatheter. The procedure was completed using other coils and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.